Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
The patient was having issues with diaphragmatic stimulation from this lead when laying flat. The device was reprogrammed and the symptoms subsided. No further complaints when the patient came for the next visit.